Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v601542, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient indicated that hcp (healthcare provider) replaced the broke lead wire. The patient reported it maybe broke in the past month. There were no symptoms reported.